Event description:
Six months after patient had 2 cypher stents implanted patient did not fell well. A repeat angiographyws performed and revealed a 99% stenosis in the previously implanted stent. The stenosis was treated with an additional stent.